Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 11:50 5.0 mmol/l, 11:53 3.9 mmol/l, 11:54 14.1 mmol/l, 11:56 2.8 mmol/l, 12:00 4.3 mmol/l, 12:07 7.4 mmol/l (during investigation, this result was found to be 3.4 mmol/l), 12:14 6.5 mmol/l, the customer felt unspecified hypoglycemic symptoms at the time of the 5.0 mmol/l result and "ate something." No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.